Manufacturer narrative:
Investigation is ongoing. H3 other text : device was discarded after the procedure.

Event description:
As reported by an edwards lifesciences field clinical specialist, the 16fr dilator was inserted over a wire and it was noticed that there was some resistance at the proximal right common iliac artery. The wire was exchanged, and the team attempted to insert the first 14fr esheath+. Resistance was noted again at the proximal right common iliac artery. The sheath would not advance into the distal aorta while the dilator portion of the sheath did. It appeared that there was some focal calcium on the CT scan at the proximal right common iliac artery which seemed like the location where the sheath would not advance past. The doctor attempted to angioplasty the vessel with a balloon and readvance the sheath with no success. It was decided to open exchange with another 14fr esheath+ as the tip of the first sheath was damaged. The tip of the sheath was scored or scratched from calcium and the distal clear portion of the tip was split from the physician placing a balloon halfway into and halfway out of the sheath. When attempting to insert the second sheath, it was noted that the arterial pressure dropped just as the second sheath was advancing into the iliac. Angiogram of the distal aorta revealed that the right common iliac had ruptured. The team then inserted an occlusion balloon to the distal aorta and started treating the pressure with IV drugs. The patient became pea shortly after and was not a surgical candidate. They attempted CPR while trying to place a covered stent at the proximal right common iliac artery. After about an hour of attempting to repair and CPR, the patient was pronounced dead.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information base on the device evaluation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided for review and the following was observed: calcification was present in the patient's right access vessel. Tortuosity was present in the patient's right access vessel. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the lot history revealed no other similar returned complaints for the trend categories. The instructions for use/training manuals were reviewed, and no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The sheath insertion difficulty was unable to be confirmed as no device nor relevant imagery was provided. Per the training manual, "push force can vary due to angle of access and insertion, vessel diameter, tortuosity and degree of calcification." Per imagery review, calcification and tortuosity were observed in the patient's right access vessel. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance during sheath insertion and/or dilator insertion. Tortuosity can create sub-optimal angles that may cause difficulty during sheath insertion and/or dilator insertion. If excessive manipulation was used in an attempt to overcome the insertion difficulty, it could have damaged the sheath tip. Sharp nodules of calcification can also damage the sheath tip through direct contact during sheath advancement through the access vessel. As such, available information suggests that patient factors (calcification, tortuosity) and/or procedural factors (excessive manipulation) may have contributed to the complaint events. However, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.